Event description:
During the trn procedure, optical issues resulted in a procedural delay. Upon insertion of the ablation catheter, it was noted that the contact force was not displayed on the ensite x software. The entire ensite x system was restarted but the issue was not resolved. The catheter was replaced, the issue was resolved, and the procedure was successfully completed without any adverse patient consequences.